Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the user was advised to try changing the flow sensor to see if it resolved the issue. The customer has placed an order using the case number provided, and the part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not retruned.

Event description:
It was reported to vyaire medical that the avea ventilator is emitting a vent inop alarm and that ifs voltage fault is listed in the error log. The customer confirmed that there is no patient associated with this reported event.